Event description:
Pt was in cath lab for av fistulagram and pta of venous leg and subclavian vein. The venous leg and graft was angioplastied. Following, a 10x2 cordis powerflex plus balloon catheter was inserted and advanced to subclavian vein lesion. The balloon was inflated - ruptured and pulled back. When balloon cath reached sheath the distal 5cm (approx) of catheter broke off & traveled to subclavian area, required to be removed with snare device.